Event description:
A call was received through technical services reporting the patient had been admitted to the emergency room after 50 shocks, reportedly all due to noise. Device data indicated there was oversensing and the impedance was fluctuating between 500-2000 ohms. The patient had reportedly been 'traumatized by the shocks', could not deal with it at the time, and wanted the device turned off. Currently the device is turned off. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A call was received through technical services reporting the patient had been admitted to the emergency room after 50 shocks, reportedly all due to noise. Device data indicated there was oversensing and the impedance was fluctuating between 500-2000 ohms. The patient had reportedly been 'traumatized by the shocks', could not deal with it at the time, and wanted the device turned off. Currently the device is turned off. No further patient complications were reported as a result of this event. No conclusion can be drawn; impedance, high, interference oversensing shock, inappropriate.